Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to the hospital because they couldn't empty their bladder. The doctor found nothing wrong and told the caller that the device has lost contact with the area that it is supposed to be stimulating. Agent confirmed with the caller that nothing has physically moved with the implanted system. The caller indicates that they have not been able to empty the bladder properly off and on "for months and months" and it has been getting worse. Helped caller connect to implant and change programs. Caller will maintain stimulation and adjust as necessary. The caller reported that they went through numerous tests to try and determine why the bladder was not emptying, the caller reported that they checked for uti and there wasn't one and the patient also had a cystoscopy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.